Manufacturer narrative:
(B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting code 59 and a message on the screen that said therapy out of range could not be provided. No specific factors led to the incident. The rep ran impedances and noted electrode 2 was greater than 40k. Two groups and programs were using that electrode so it was programmed around. The patient had good therapy and no more code 59. The issue was resolved. No symptoms or further complications were reported.